Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no insulin delivery defect was found. Daily insulin delivery totals correctly reflected programmed basal rates. No data in black box or download histories from time of the reported high blood glucose due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Unrelated to this complaint, the battery compartment is cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient reportedly used refrigerated insulin to fill her cartridge. The (B)(4) states to always fill the cartridge will room temperature insulin. Also the user changes her infusion site every 3-6 days, which is greater than the 2-3 days recommended by the (B)(4). Although there is no evidence of a device malfunction use errors associated with the product may have contributed to the patient's elevated blood glucose.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Event description:
The patient contacted animas alleging her blood glucose levels have been elevated (from 200 mg/dl to hi) for (B)(6). The patient has reportedly been spilling ketones and was not feeling well at the time of the call. The patient is reportedly testing her blood glucose 2-3 times per day and bolusing with her pump but not checking her blood glucose level after her bolus doses. The patient changes her infusion site every 3-6 days but did change it on both (B)(6) and (B)(6). The programmed insulin delivery amounts match the amounts delivered in the pump history. The patient states her settings are programmed as desired and the date and time were correct on the pump. The pump was not suspended. The patient stores her insulin in the refrigerator and does not let it warm to room temperature prior to loading it in the cartridge.